Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support with resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and contact support if the malfunction happened again.